Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer experienced increased thirst as a symptom of high blood glucose. The customer hypoglycemia was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion) and diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion). The customer was treated in emergency room. The customer reported blood glucose value of 600 mg/dl. The event involved product(s) mmt-1884, unomedical, mmt-332a. Customer was using an insulin pump system within 48 hours of the reported high blood glucose event. Customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue the use of the device mmt-1884.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08710 inches. Successfully downloaded history files and traces using thump and carelink. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 22-feb-2025. Listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(6)) event date of 28-feb-2025, there is no unexpected alarms/suspends recorded in the formatted history file. In further review of the formatted history file 1 week/2 days prior to the (related svn#: [(B)(6)]) event date of 22-feb-2025., there is no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.